Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing was observed on the device. Revision of egm showed that oversensing appeared to be due to myopotential oversensing. Programming changes were recommended. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New info received: patient presented to clinic and oversensing was reproduced with deep breathing and coughing. Patient is recovering from pneumonia and has coughing fits. Patient was asymptomatic. Intermittent oversensing occurred in the ventricular channel with reduced frequency. Review of the freeze capture revealed myopotential oversensing. Programming changes were made. Patient will continue to be monitored.